Event description:
The customer stated that her blood glucose readings had been lower than usual. She performed control tests and received results of 54 and 55 mg/dl. The normal control range was 98-136 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent to the customer.